Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "design and medium-term efficacy analysis of four weight-bearing joint replacement for rheumatoid arthritis¿ written by sun bangjie, zhang qiankai, chen hong, wang liying, li yongshi, zeng yi, and yang jing published in chinese journal of reparative and reconstructive in may of 2022 was reviewed. The purpose was to summarize the medium-term results of patient with rheumatoid arthritis who underwent four major lower extremity arthroplasties. The study includes 25 patients with bilateral hips and bilateral knees. Acetabular cups were all pinnacle and femoral stems were (corail 32 hips, summit 4 hips, trilock 10 hips, and srom 4 hip). Ceramic on ceramic interfaces were used in 38 hips and ceramic on polyethylene were used in 12 hips. For the bilateral knees, 35 knees had pfc, 14 knees had attune, and 1 knee had tc3 semi constrained plus with stem prosthesis. All knee implants were cemented, but cement manufacturer wasn¿t noted. Unknown if patellas were resurfaced. Adverse events (not specific to implants involved) one patient had a knee joint incision infection after operation, which healed after dressing change and anti-infection treatment; the other incisions healed by first intention. Three patients (3 hips) had intraoperative femoral fracture and were given wire banding, and the fracture healed at 6- month follow-up.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.